Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported an incomplete flap. Additional information requested.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows no errors or warnings that could contribute to the reported event. During start-up of the system the vacuum check, the energy check ,and the ablation tests were performed successfully. The logfile shows the treatments were finished successfully . The energy is stable during the day. No relevant deviation between planned and performed energy is detectable for these treatments. No abnormality regarding z-offset setting can be identified. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Event description:
Additional information received states that the patient is doing well.